Event description:
It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" on cgm; cause was unknown. Elevated bg was addressed via a correction bolus and manual injection. Tandem technical support commenced conducting system check. However, the customer declined to remove and inspect current infusion set due to currently being at work and having dirty hands. Customer declined further troubleshooting.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.